Event description:
Customer reported having two recent hypoglycemic episodes. Customer reported that the insulin pump had numbers ramping on the screen and the time was resetting. Customer did not recall any significant events leading up to the error. Blood glucose level was 127 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive up arrow button due t corroded keypad trace. No scrolling numbers display anomaly observed during testing. Cracks to the display window and reservoir tube lip also noted.